Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A technical support specialist facilitated remote session in lieu of securelink access to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had communication issue. The customer stated that the station seemed to be struggling to communicate with the server. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.